Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a health care provider (hcp) via a study regarding a patient receiving intrathecal dilaudid 4.0mg/ml at 1.2014mg/day, bupivacaine 30.0mg/ml at 9.010mg/day, and compounded baclofen 350.0mg/ml at 105.12mg/day. A pump reservoir volume discrepancy was noted during a refill on (B)(6) 2015; a 4.3ml underinfusion was reported. The site did not note any symptoms experienced by the patient. The event severity was mild and the event was related to the catheter. Additional information was later received from a health care provider (hcp) via a study. A catheter kink was noted. The event was unresolved with no further action planned.